Manufacturer narrative:
(B)(4). Information regarding patient age, gender, weight and medical history were not provided. Conclusion: the galaxy g3 products were not returned for investigation. A review of manufacturing documentation associated with these lots presented no issues during the manufacturing or inspection processes related to the reported complaint. The positioning difficulty and coil stretch could not be confirmed without product return for analysis. The root cause of the events could not be determined; however, the multiple positioning may have been a factor associated with the coil stretch. Procedure and aneurysm factors may have contributed to the positioning difficulty. There is no current safety signal identified related to the reported events based on reviews of complaint histories for the devices. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during left pericallosal coil embolization, three galaxy g2 coils (gly120615 / s11513, glx120408/ s12259, glx123505/ s11634) were advanced into the aneurysm until there was approximately 1-1.5cm left of the length to insert into aneurysm. At this point, each of these coils failed to break and remained straight resulting in protrusion back into the phenom 17 with 45-degree tip microcatheter and microcatheter push-back. In addition, the first coil (gly120615 / s11513) stretched. The physician retracted and re-attempted each coil multiple times which had the same result each time of failure to break at the 1-1.5cm point. Each coil was removed from the patient and was discarded. The microcatheter did not appear damaged and devices had been prepped and used as per the IFU. There was not patient injury and the event delayed the procedure 10 minutes. Information regarding patient age, gender, weight and medical history were not available.